Event description:
The user facility informed olympus they were investigating an occurrence where a pt was said to have experienced unspecified reaction following an endoscopy examination. Both the endoscope involved in the report and the pt were said to have been cultured, and tested negative. No further detailed information was provided by the user facility.

Manufacturer narrative:
Olympus followed up with user facility via telephone and in writing to obtain additional information regarding the event, but only limited information has been provided. The user facility reported that the reaction was believed to be related to a bowel preparation. An olympus endoscope service specialist (ess) visited the facility and reviewed the reprocessing of endoscopes. The review identified some nonconformities in reprocessing. The ess has provided educational materials and inservice training on appropriate reprocessing. The ess has provided educational materials and inservice training on appropriate reprocessing of endoscopes to facility staff. The cause of this event cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.